Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the customer stated that the device was fired halfway and then got locked. Additional information was requested; should additional information come back, a supplemental will be submitted.